Manufacturer narrative:
Complaint suggestive of reportable malfunction/ner incident. Will investigate further. Information report. Lot number is 40216. Conclusion summary added. Evaluation summary: the actual complaint device (lot 40216) was returned and found to have clear cartridge holder engagement tabs broken. This malfunction has been shown to result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional." Evidence of improper use/storage: no information was provided by the reporter to indicate the device was used or stored improperly. However, the engineering investigation discovered indications the device was misused while in the field. Tool marks were found on the engagement tab surface breaks, mounting bayonet rim, and mounting bayonet areas. The engagement tab breakage is consistent with cutting the engagement tabs with a tool such as an x-acto knife while in the field. This misuse is relevant to the user's complaint and the investigation findings.

Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint concerns about a male patient. The patient was taking insulin lispro (humalog) via a hp ergo teal clear cartridge holder for the treatment of an unknown indication beginning on an unknown day. On an unknown day, the hp ergo teal cartridge holder was reported to have a broken winding. The hp ergo teal clear cartridge holder complaint is associated. The operator of the device was the patient. It is unknown if the operator of the device was trained. The patient has used this device model for an unknown time period. The device was returned to the company. It is unknown if the hp ergo teal clear cartridge holder is continuing.